Manufacturer narrative:
Alternate fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified yellow particles material was found on the shell and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant was ruptured. Device has been explanted and discarded.

Event description:
Healthcare professional reported right side implant was ruptured. Device has been explanted and discarded.